Event description:
Revision due to pain. Everything was okay until 2008, but after that period increase in pain. X-rays taken in 2008 and at about 6 months later revealed an athwart fracture of the prosthesis inside the bone, without any signs of damage in the bone itself or the immediate surroundings.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.